Manufacturer narrative:
G3 - the date on the g3 should be june 17, 2024

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d5, e1, e2, e3, g2 (health professional, user facility and others should be deselected in initial medwatch) and h3. Additional information added to fields: h3 and h6. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely that the electrical continuity failed due to water invasion of scope connector which resulted in error code 315. The following is included in the instructions for use (IFU): chapter 5 troubleshooting the countermeasures against troubles are described in this chapter. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Warning never use the endoscope on a patient if an irregularity is observed. Damage or an irregularity in the endoscope may compromise patient or user safety and may result in more severe equipment damage. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found the following: light cover glasses chipped; light cover glasses adhesive is worn; optical cover glass stained; optical cover glass adhesive is worn; distal end cap damaged; distal end adhesive lifting; light guide tube had delamination evident; scope connector had water leakage/water ingress; angulation not to specification; angle play; and electrical safety test not to specification. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited error code e315 (unsupported/incompatible scope). There were no reports of patient involvement.